Event description:
(B)(4). It was reported that internal battery failed to charge on wall outlet while the ventilator continued to run correctly. No patient injury was reported.

Manufacturer narrative:
Response to user facility report: the device log was available for investigation. The power supply monitors battery charge behavior. It is monitored if supplied energy results in the expected raise of battery voltage. In the reported case, the battery could be charged, but the measured battery behavior was different from expected values. This was interpreted by the software of power supply as a failure of the internal battery or charging process. Alarm messages "battery failure" and "internal power supply failure" were posted with accompanying acoustical alarms. Ventilation was not affected by this problem. This device behavior was reported in some cases and can occur only if batteries with final charge voltage are installed. The problem is already fixed in the newer software version, which is implemented in the course of regular service. The ventilator posted alarms as mentioned above to inform the user that batteries may not be available in case of mains interruption.